Event description:
It was reported that on (B)(6) 2022, during intra-op it was noticed that the 1.4mm guide wire (03.333.002) placed and measurement read with depth gauge. Over drilled with 2.7mm cannulated drill bit (03.333.102). 4.0mm x 42mm long thread cann screw (04.345.442) selected and inserted over guide wire. Surgeon noticed difficulty turning screw and decided to back out the screw. Attempt to remove the screw resulted in screw breakage at threads of the screw. Removal of the broken screw threads was not attempted for fear of splitting the bone fragment. The surgery continued with fixation achieved using tension band technique with 18g wire and kwires. Or surgical time extended by 40min due to screw breakage. The surgeon would like to be contacted about the breakage. Patient consequences are unknown. Concomitant device reported: 1.4 guide wire/ 150 length trocar tip (part # (03.333.002, lot # unknown, quantity: 1) and 2.7mm cann drill bit qc/145mm (part # 03.333.102, lot # unknown, quantity 1) this complaint involves one (1) device.

Manufacturer narrative:
The device was not returned. X-ray images were provided which confirms that the implant had fractured when surgeon attempted to retrieve the screw. X-rays show that the implant had fractured at threads of the screw. Photos provided show that the implant had also lost the anodizing green color which occurs when excessive rubbing against hard surface such as bone. Without the device returned, further information is required to close out the investigation, specifically: what procedure was being completed? What was the quality of bone? Were the patient growth plates closed? Was the bone space fully drilled through both cortices? Was there deformation of the screw observed upon initial screw insertion into the bone space? Was the screw inserted by hand or under power? In addition, the subject screw device is not indicated for use in pediatrics and the patient involved in the complaint was 16 years old. The federal food, drug, and cosmetic act (fd&c act) defines pediatric patients as persons aged 21 or younger at the time of their treatment. Therefore, the device was used off label. The device history record review was performed. (B)(4) pieces were packaged and labeled within to jobs((B)(4)). There were no-non-conformances with this lot. Lot met all specifications and was released. There are no capas related to this part number or the lot number at the time of this investigation. Lot met release requirements. The root cause can not be determined as the device was not returned for evaluation and further information is required.